Event description:
The right implant developed some hard lumps and both implants have very tight and hard capsular contractures. This is causing chronic pain that is a very intense burning pain. Other symptoms since implants are: autoimmune problems, hair loss, burning pain in shoulders, back, wrists and elbows, dry mouth and nose, muscle weakness and stiffness, memory and word loss, very sensitive to heat and cold.